Event description:
Two vasovagal events/syncope/lost consciousness for a few seconds/vasovagal syncope [syncope] blood pressure, reported as 87/47 mmhg [hypotension] rha3 in midface [off label use]. Case narrative: united states report received from a health care professional on 20-mar-2026, refers to a 66-years-old caucasian male patient who had received rha 3 (resilient hyaluronic acid, mepivacaine) on (B)(6) 2026 for an unknown indication. The patient cosmetic history included botox (onabotulinumtoxina) applied at frontalis, glabella and crow¿s feet for unknown indication at an unknown date with no adverse reaction reported. The patient's current medical history included hypertension. Concomitant medications included amlodipine 10 mg and telmisartan/hydrochlorothiazide 80 mg/12.5 mg for hypertension. The patient was not having hypersensitivity/allergies, recent or chronic infection history, disease affecting the immune system or thyroid gland or family history of auto-immune disease nor recent history of surgery or dental treatment. A volume of 1 ml (1 syringe) of rha 3 (resilient hyaluronic acid, mepivacaine) was applied on midface via cannula. Lot# was (10)25212gll and expiration date was 23-may-2027. On 18-mar-2026 (reported as on the same day and following the same injection with rha3), the patient experienced two vasovagal events it led to syncope which occurred after completion of treatment. The patient lost consciousness for a few seconds. Between episodes patient returned to baseline. Intervention provided by repositioning patient like trendelenburg position, cold packs, oral fluids, granola bar once consciousness was restored and measuring blood pressure, reported as 87/47 mmhg which was taken after second syncope episode. The final diagnosis was vasovagal syncope. The injector's assessment was likely injection procedure. The patient did not undergo any laboratory or diagnostic tests. The patient was within normal limits when leaving. At the time of report, the outcome of the event¿s syncope vasovagal and low blood pressure was considered as resolved on 18-mar-2026. The intensity of the event¿s syncope vasovagal and low blood pressure was moderate. It was not reported if the product was available for return. Health effect: clinical code: e011903, syncope/fainting health effect: clinical code: e2321, low blood pressure/ hypotension health effect: device code: a2304, off-label use no additional information was available at the time of this report. Company comment: a 66-year-old male patient received treatment with rha3, which was administered to the midface using a cannula. It is to be noted that the procedure was performed at an off-label site. On the same day following the procedure, the patient experienced two vasovagal episodes characterized by syncope and hypotension, with a recorded blood pressure of 87/47 mmhg. The patient returned to baseline between episodes. Appropriate measures were undertaken, including patient repositioning and monitoring of vital signs. The patient¿s medical history included hypertension, for which he was receiving concomitant treatment with amlodipine and telmisartan/hydrochlorothiazide. Considering the close temporal association between rha3 administration and the onset of the event, the company assessed that a causal relationship between the reported event and rha3 cannot be excluded and therefore considered the event to be possibly related. The company will continue monitoring the benefit-risk profile for the product.